Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Discarded.

Event description:
It was reported that while cutting metal during a spinal procedure, the spiral router broke. It was also reported that the nurse accidentally picked up a 5407fa2023sp (2.3mm spiral router) instead of the metal cutting rasp to cut metal and gave it to the surgeon. It was further reported that there were no adverse consequences or delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that while cutting metal during a spinal procedure, the spiral router broke. It was also reported that the nurse accidentally picked up a (B)(4) (2.3mm spiral router) instead of the metal cutting rasp to cut metal and gave it to the surgeon. It was further reported that there were no adverse consequences or delays as a result of this event and the procedure was completed successfully.